Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. When inserting the device, the physician reports hearing a cracking noise. As correct flow was noted through the marker port, he deployed the device. No suture was captured. When removing the device, it was noted that only the proximal portion of the device came out. The physician attempted to reach down the tract with kelly hemostats to recover the distal portion, but was not able to do so. The pt was noted to be stable, with foot pulses and hemostasis at the arteriotomy. The pt was taken to or where the device was easily removed. The pt recovered without incident and was discharged the following day. The cardiologist stated he had to push, but he did not twist the device while inserting it. The surgeon noted that there was heavy calcium at the access site. This was not evident on the angiogram per the cardiologist.